Event description:
Customer reported that during preparation for an operation, a tear was found on the graft. According to the image provided, the tear is identified as being on the aorta of the graft.

Manufacturer narrative:
FDA method: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. (B)(4).